Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device failed. No further information was available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during testing. However, the reported problem could not be duplicated. The processor module was replaced and scrapped as a precaution. The forensic device log suggests the device was connected to a power source with reverse polarity.the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.